Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and found a black sleeve stuck in the up position in the reported problem area of the pipetter. All of the black sleeves, tip and plunger clamps were cleaned and the stepper motor was replaced. The instrument was inspected, tested without further problem, and returned to service.